Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was also received with the case cracked behind the pump near the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. Customer stated location of crack was next to the battery and top to the bottom. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.